Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater/cooler would not flow while in position two or recirculation mode. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the patient as a result of this event.